Event description:
During a follow-up, the physician performed an evoked re- sponse sensitivity test. A warning message noted that the sinus rate exceeded the maximum tracking rate. The patient's sinus rate was 65 bpm. After programming the device to 130 ppm, crosstalk was present and there was no pacing. The patient's heart rate was in the 30's and he began to con- vulse. The device was programmed to initial values and normal function ensued. The patient was pacemaker dependent.